Event description:
The batch of bd 20 ml luer lock syringes that we have in stock appear to have quality control issues. One had a shattered plunger, one had the markings on the cylinder wrapped around the cylinder instead of going down in a straight line, and a third one was missing the black seal on the plunger. Reference reports mw5117756 and mw5117757.